Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display after a battery change. Customer reported that this had been a recurring issue for several months leading up to the call. Blood glucose level at the time of the incident was not provided. Customer also stated that the display was scratched. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.